Manufacturer narrative:
The reported non-calcific leaflet tear was confirmed. All three leaflets contained tears. Fibrous pannus ingrowth lined the inner stent wall and was noted on the inflow surface of leaflet 1. Outflow pannus ingrowth was noted on the stent, but did not encroach onto leaflet tissue. Qualitative x-ray examination found stent post 2 appeared bent outwards and twisted. No inflammation or significant calcifications were present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies, including stent deformation, during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined. That the selected valve size (25 mm) larger than the replacement valve (23 mm), and the outflow pannus noted on the stent, was possible evidence of oversizing. This, along with the inflow pannus noted on leaflet 1, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. While it is unknown when the stent post damage occurred, an outward bent stent post may result in additional localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear. Of the stent damage was present prior to explant or if it contributed to the leaflet tear and resulting regurgitation.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
In 2017 a trifecta gt valve was implanted. The patient was presented in the clinic with severe aortic regurgitation (ar). The explant surgery is planned on (B)(6) 2020. . At the time of explant there was non calcific leaflet tear at the commissure between right coronary cusp and left coronary cusp leading to prolapsed leaflet resulting in sever aortic regurgitation. This lead to prolapsed leaflet causing severe ar. The patient remained stable through out and post procedure. There was no delay in the procedure.